Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked display window corner, cracked battery tube threads, a broken belt clip slot at battery tube threads area and a cracked reservoir tube.

Event description:
Customer reported that her insulin pump is not working. Customer stated she can not bolus for her meals and the act button will not work. Customer's blood glucose was 90 mg/dl. Customer could not recall any significant events leading to the keypad issue. Customer is advised to disconnect from her insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.